Manufacturer narrative:
MDR . / initial 6 of 8. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the spring broke out before attaching it to the patient's body event on 26 feb 2026..